Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the needle detached from the mesh leg's suture and remains inside the pt. The physician completed the case by stitching free-hand with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unk; therefore, the manufacture date and expiration date cannot be determined. The complainant indicated that the device remains implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.